Event description:
It was reported to philips the device alarmed of a co2 inhalation risk. This event was reported to have occurred during patient use. There was no patient harm. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The authorized service provider (asp) noted the device was out of warranty and the customer refused to repair the device. No further information is available. The resolution and disposition are unknown.